Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information. Date of event is estimated.

Event description:
It was reported that patient had high impedance on their paddle lead. Patient underwent surgery on (B)(6) 2020 wherein two octrode leads were implanted. Paddle lead remains implanted and therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h10: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.